Manufacturer narrative:
A ge rep evaluated the system and replaced the remote user interface (joystick) console. System operates as intended.

Event description:
The customer reported, the system displayed a "joystick stuck" error code. No pt injury was reported.